Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine monday through women centre/9 months post removal still suffering') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included percocet [oxycodone hydrochloride;paracetamol]. The patient's medical history included weight gain, estrogen increased and breast size increased. On an unknown date, the patient started percocet [oxycodone hydrochloride;paracetamol] at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal pruritus ("percocet itchy lady bits") and allergy to metals ("I have documented toxic nickel poisoning"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal had not resolved and the vulvovaginal pruritus and allergy to metals outcome was unknown. The reporter considered allergy to metals, medical device removal and vulvovaginal pruritus to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event itchy lady bits was added. New suspect drug percocet was added. New reporter as added. Fu5 fu6 and fu 7 were processed together. On 23-mar-2020: social media received. New event toxic nickel poisoning was added. New reporter was added. Fu5 & fu6 were processed together. On 23-mar-2020: social media received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine monday through women centre/9 months post removal still suffering') in a female patient who had essure inserted. The patient's medical history included weight gain, estrogen increased and breast size increased. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal had not resolved. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine monday through women centre/9 months post removal still suffering') in a female patient who had essure inserted. The patient's medical history included weight gain, estrogen increased and breast size increased. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal had not resolved. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Event outcome was updated to not recovered/not resolved. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine monday through women centre') in a female patient who had essure inserted. The patient's medical history included weight gain, estrogen increased and breast size increased. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.